Event description:
It was reported that a right atrial lead warning occurred due to varying and high impedance values. It was also noted that there were atrial high rate events and short a-a intervals. The lead is being monitored and remains in use. No patient complications were reported as a result of this event.

Event description:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Varying high impedances occurred on the atrial lead. There was an average of 2,873 atrial short interval counts (sics) per day since last session.